Event description:
Reporter stated that inspection of the device revealed that melting had occurred in the device's contact area. No operator injury was reported. Replacement product has been shipped.